Event description:
It was reported that the swivel mechanism of the epiq 7c ultrasound system rotates freely while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. A philips remote service engineer instructed the customer how to secure the control panel bushing around the locking pin. The customer secured the control panel bushing using an adhesive to resolve the issue. A thorough investigation was performed to identify the root cause of the reported issue. The engineering team determined the failure was caused by a hardware issue in the articulating arm latching mechanism preventing the solenoid from fully engaging. This action was reported to FDA per 21 cfr part 806 on 7/16/21. Reference corrections and removal report number 3019216-07/16/21-002-c.